Event description:
Reporter alleged discrepant back to back blood glucose values of 54 mg/dl versus 349 mg/dl performed 2 minutes apart and 62 mg/dl versus 101 mg/dl performed 5 minutes apart. Customer stated both comparisons were performed on the aviva system however the location of the testing was not provided. Customer indicated not having any high or low symptoms during the time of testing however self treated the low readings with food. No other actions or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.